Event description:
Info received indicated the battery was not holding long enough charge.

Manufacturer narrative:
Hill-rom technician found the battery light was on but would discharge in 15 minutes. He replaced the battery to resolve the issue.